Event description:
During a routine device exchange, insulation damage was noted on the left ventricular (lv) lead. The physician attempted to fix the lv lead, however, after the procedure the pacing impedance was low and out of range. Lv lead revision is anticipated. The patient was stable.